Manufacturer narrative:
Concomitant medical products: unknown egia su - unknown endo gia sulu, lot# unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy procedure, the handle locked with the second reload. The handle was no able to fire. The surgeon took another handle with the same product identification (ID) to resolve the issue. There was no patient injury.